Event description:
When our surgical team went to do the second wand at the end of the procedure this lap sponge did not trigger the wand during the test. Our surgical team turned off the wand and tried again, still this lap sponge was not triggering the wand. Our surgical team tried another lap sponge and it worked, so we wanded the pt and tested again with that lap sponge. We tested all the other sponges on the field and they all triggered the wand. It was this lap sponge that was not triggering it. Dates of use: (B)(6) 2010.